Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were not reproduced. The alarms were confirmed and found to be caused by a failing upstream sensor. The failed upstream sensor was replaced.

Event description:
During baxter's evaluation of a spectrum pump, the device constantly displayed the upstream occlusion message. There was no patient involvement.